Manufacturer narrative:
This report is a response to medwatch report mw5095117. Proximate concepts had received the complaint, but no device was returned for evaluation. Therefore we have limited information from the entity submitting the complaint. Based on the information provided, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device shipped, and the associated production lot and sterilization lot were in accordance with documented specification and standard operating procedure as indicated in our protocol. Bioburden testing and sterilization logs confirm shipment of sterile product. After three attempts to collect further clinical or lab data from the complainant with no response, the file has been closed. Manufacturer's reference number: (B)(4).

Event description:
On 06/17/2020 a surgeon submitted a voluntary report to the FDA (mw5095117) regarding an adverse event that occurred 17 days post breast augmentation surgery. The surgeon explains that the patient presented with left sided breast pain and a draining wound. The surgeon took the patient back to the operating room for a washout and implant replacement.